Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unspecified period of time post procedure, the patient experienced a cerebral vascular accident and expired.

Manufacturer narrative:
Date of death - aware date of 18jan2023 used as death date is unknown. Date of event - aware date of 18jan2023 used as event date is unknown.